Event description:
A sizing balloon was used to determine the appropriate occluder size. The delivery set odsv1 size 51ds012 was used. The occluder disc was deformed and could not collapse properly. The left atrial disc failed to assume its normal cobra-shaped configuration, preventing device deployment. The occluder was successfully retrieved, and a larger occlutech device was successfully implanted. Patient is in good condition.

Manufacturer narrative:
According to the batch record, the complained asd occluder passed the visual and functional inspection, the final inspection of the reported asd occluder and its corresponding procedure pack at hbg revealed no deviations.